Event description:
It was reported that the patient had experienced multiple "electrical fault" alarms. Upon switching patient to backup controller, site reported flows and rpms varied greatly compared to original settings, so the patient was switched back to the primary controller. Thereafter, "electrical fault" alarm ceased and did not repeat itself. Patient was awake, alert, and talking throughout the entire event. Site was advised to send log files to manufacturer for review immediately. Upon review of log file analysis, the manufacturer recommended a driveline tip cleaning. Upon cleaning, it was noted that the extension cable was still connected to the driveline and had been sutured to the patient by the surgeon. During cleaning, debris was found among the pins of the connecter. After the cleaning the extension cable was replaced with a new extension cable and secured to the patient at the insistence of the staff. Staff was educated this was not recommended practice by the manufacturer. Patient was off the pump for approximately 60 seconds and tolerated the cleaning procedure. The pump remains implanted. The extension cable will be returned to the manufacturer.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The pump remains implanted.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.